Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study no: dots clinical adverse event received for no information provided device and procedure (relatedness) no information provided date of event: no information provided date of implant: no information provided date of revision: (B)(6) 2024 device location: knee. Treatment/impact: revision with removal of depuy components depuy synthes products used: no information provided additional event information: on (B)(6) 2024, the patient had a revision left total knee revision to address failed left total knee arthroplasty. The indications for surgery included valgus deformity preoperatively, increasing laxity with failure of her medical collateral ligament. The knee is reported to be grossly unstable. Competitor components were implanted during this procedure along with three depuy cements. During the procedure, the knee was found to have gross instability to valgus stress with an incompetent mcl.